Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. It was reported the patient lost stimulation in part of his pain pattern. The patient underwent surgery on (B)(6) 2016, where the right lead was repositioned. The patient reported receiving satisfactory coverage and stimulation post operatively. It is unknown which lead was revised, therefore we are reporting on both.